Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an alleged inaccurate delivery. The ordered flow rate was 0.2 bolus in (15) fifteen minutes with 0.8 maximum; however, the device indicated 0.0 bolus 0.2 basal. The customer would like to verify the history in order to determine whether it was a programming or device malfunction. There was patient involvement but no harm.